Event description:
It was reported that the 9800 system is not recognizing the cine drive. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Adjusted the dc power supply voltage. The system was tested and found to be working as intended and placed back into svc.